Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the abdomen (B)(6) 2022. On (B)(6) 2022, the patient¿s husband woke at 4:30 am to find the patient was sweaty with slurring speech and pale skin. He called 911. Emergency medical services (ems) arrived and checked a fingerstick bg which was 46 mg/dl, although the cgm was reading 187 mg/dl. The husband provided a small pack of juice and a sandwich. The bg value went to 120 mg/dl. The patient did not need to be transported to the hospital and was doing okay at the time of the report the following day. No data was provided for evaluation. Confirmation of the allegation and a probable cause could not be determined. The reported glucose values fall within the d zone of the parkes error grid. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia.